Event description:
Boston scientific received information that high out-of-range shock impedance measurements were continuously observed on this implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The physician indicated that the impedance measurements, though rather high, were still within range for a single coil shock lead. Further, because of these high measurements, an alert was regularly triggered for out-of-range measurements. The field representative advised the physician that if they had any doubts, a save to disk could be performed and sent to boston scientific technical services (ts) for evaluation. At this time, the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.